Manufacturer narrative:
The reporter confirmed that prior to the treatment as well as during the treatment, the tip was inspected and nothing was noted on the surface. The tip was returned and evaluated. The tip passed leak, visual inspection and thermistor testing. Functional testing was not performed as the tip time limit had been reached. A review of the device history log is currently in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A clinic reported while receiving a thermage treatment on the face and neck, a patient experienced blisters and third degree burns on the right lower face and jawline as well as the left upper neck. Ice compression and silverize were immediately applied. The doctor advised the patient to use siliverzine cream and an unknown oral non-steroidal anti-inflammatory drug at home. The patient returned to the clinic two weeks later and underwent a debridement procedure for the left neck blisters. Available pictures were reviewed. It was stated that the blisters are resolving, however, the patient will have permanent damage and/or scarring. Sedation anesthesia was administered through an IV for this procedure. It was reported that the patient was not alert and not able to provide feedback to the doctor during the procedure. The highest energy level used was 3.5. During the treatment, a tip too warm error occurred. The tip was inspected before treatment and 1-2 times during treatment with no issues or irregularities noted. Approximately 3 bottles of cryogen and coupling fluid was used during this treatment.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. No datacard logs were returned for evaluation, therefore we are unable to confirm customer¿s account of tip too warm error during treatment. Evaluation of the treatment tip found no issues. It was reported the patient was placed under anesthesia. The patient should never be placed under anesthetics during thermage flx treatment. The customer must be alert and provide required feedback during treatment. Patient feedback regarding their perception of heat or discomfort during the procedure is an essential input to guide the operator in determining safe and effective treatment levels. Based on the available information, this treatment was performed in an off-label manner that resulted in unsafe conditions for the patient.